Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The contact did not know the cause of the high bg. The customer was disconnected from the pump. Lantus and humalog insulin were administered to address the high bg. The contact declined tandem technical support's offer to troubleshoot or follow up. The contact reported that the bd was declining and was 323 mg/dl at the time of the report.